Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 450 mg/dl. The customer reported hyperglycemia, hyperglycemia, infection, malaise, hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay, other, other, ems/ambulance/ER visit. The customer reported feeling sick/unwell symptoms related to their high bg. Troubleshooting was partially performed. The customer reported the insulin pump was not working and infection on the site. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The event involved product(s) unomedical, mmt-1780kl, an unknown reservoir, unknown sensor. The customer reported high bgs. The customer did not feel ok to troubleshoot. No further patient complications were reported. No product return was required for unomedical. No product return was required for mmt-1780kl. No product return was required for the unknown reservoir. No product return was required for an unknown sensor.